Event description:
Procedure type: lung resection. According to the reporter: when the surgeon wanted to use the device on the lung, it would not cut and stayed shut on tissue. The surgeon had to cut the tissue with a cold bistoury to remove the device. The device was used with a seamguard handle size 45.

Manufacturer narrative:
(B)(4).